Manufacturer narrative:
Possible aro.

Event description:
Customer reported collimator needs to be adjusted. There is a 4% error, and the images are smaller than on other similar systems. No pt injury was reported.